Manufacturer narrative:
Device will not be analyzed as the problem with infection was already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had an infection located at the incision site. Patient was provided oral antibiotics and the device was left in service at the time. The device was recently explanted due to an unrelated reason. No adverse patient effects were reported.